Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch: 2299220 batch creation date: 2022-10-26 batch expiration date: 2027-11-30 full UDI: (B)(4). Batch: 2020895 batch creation date: 2022-01-20 batch expiration date: 2027-03-31 full UDI: (B)(4). Batch: 3083951 batch creation date: 2023-03-24 batch expiration date: 2028-04-30 full UDI: (B)(4). Batch: 3144657 batch creation date: 2023-05-24 batch expiration date: 2028-07-31 full UDI: (B)(4). Batch: 3209276 batch creation date: 2023-07-28 batch expiration date: 2028-09-30 full UDI: (B)(4).

Event description:
Material # 305106. Batch # 2299220, 2020895, 3083951, 3144657, 3209276. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6)2024, regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci-physical on (B)(6)2024, the following event occurred by hcp: ¿the tech was prepping an eylea hd injection and when opening the included needle, they noticed it to be damaged¿it looked like some sort of white ¿plastic-like¿ material got melted onto the pink part of the needle.¿

Manufacturer narrative:
(B)(4). It was reported a white material melted onto the pink part of the needle. To aid in the investigation, two photos were received for evaluation by our quality team. The photos show a needle assembly with no packaging blister or plastic shield. The needle hub has an epoxy drip over. No other defects or imperfections were observed. This defect could occur if there was jam at the cannulator. A device history record review was completed for provided material number 305106, lots 2299220, 2020895, 3083951, 3144657 and 3209276. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.